Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected pump on 09/27/2021. When the administration set was clamped, the downstream occlusion alarm was triggered. However, when administration set was unclamped, the downstream occlusion alarm was still triggered. Loose or damaged components were found when disassemble the pump. The reported pump did not alarm downstream occlusion issue was not confirmed.

Event description:
On (B)(6) 2021, infutronix received a complaint from an end user: "pump 704425 didn't alarm downstream occlusion." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed.